Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was initially reported by e-mail and then by telephone. Customer stated that the pen needle did not align with the compatible pen needle injector, and that he was unable to inject his insulin. The package was not open or damaged when received by the customer. The customer has been using the product out of this package for 1 week. At the time of the call the customer felt well and did not report any symptoms. The customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 28-aug-2024: g1: reporting contact first and last name updated from ¿(B)(4) ¿ to ¿(B)(4) ¿; reporting contact email updated from ¿(B)(4) ¿ to ¿(B)(4) .¿ h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.